Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that "on a call with one of our outside counsel today, he disclosed information related to a recent knee surgery in which he indicated he received a depuy knee device. He indicated that he was happy with the device and his issue was not related to the device but he had contracted a staph a infection following his surgery and the surgery had to be redone. I am reporting this in the abundance of caution in light of the recent reporting training: device: he did not know the specific device but indicated his doctor said he would be using a depuy knee device for his knee surgery. Issue: patient initially had a great recovery and could walk on his knee within 2 days with no pain. A few days later he woke up and could barely stand up. It took some time to confirm what was happening, but his doctor confirmed he had a staph a infection and that the knee surgery would have to be redone. Patient was in the hospital for treatment for the staph infection and is now administering a pic line of antibiotics at home". Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: unknown knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.